Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6). Has been listed in sections manufacturer name, city and state and MFR site and the (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set had flow issues and occluded during the lipid infusion. The following information was provided by the initial reporter: "lipid infusion pump alarming occluded, patient side. IV examined, looks fine. IV was flushed, it flushed without issue. Disconnected tubing from IV & hit start, infusion pump continued to alarm occluded, patient side. Tubing was removed from lipids & new tubing hung."

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set had flow issues and occluded during the lipid infusion. The following information was provided by the initial reporter: "lipid infusion pump alarming occluded, patient side. IV examined, looks fine. IV was flushed, it flushed without issue. Disconnected tubing from IV & hit start, infusion pump continued to alarm occluded, patient side. Tubing was removed from lipids & new tubing hung."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the tubing occluded could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.